Event description:
It was reported to boston scientific corporation on (B)(4) 2011 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, the patient presented with cancer and was terminally ill. During the procedure, when the balloon was inflated and being withdrawn from the patient, the tip of the catheter detached in the common bile duct. The complainant confirmed the tip could not be retrieved; however, the physician did not perceive any risk of the fragment being left inside the patient. The procedure was completed with another balloon; however, the model of balloon has not been confirmed. Attempts to obtain additional patient and procedure information have been unsuccessful, however, no patient complications were reported to occur as a result of this event. If any further information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4): catheter distal tip detachment. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.